Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn:m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 16625416.

Event description:
It was reported that during the pre-operative preparation for ipg replacement, high impedances were noted on the patients lead. The patient underwent a revision procedure. The physician wiped and tried re-seating the lead, however, one impedance remained. One of the impedance was cleared up after the lead was connected to the new ipg. No further action required to the remaining impedance since it did not affect stimulation or therapy.